Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report receiving a change sensor alarm and a cal error alert. The customer's blood glucose reading at the time of call was 102 mg/dl. The customer also reported that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The blood glucose reading was 102 mg/dl, compared with the sensor glucose reading of 54 mg/dl. After troubleshooting was finished, the customer was advised to remove and change out the sensor, and that the sensor would be replaced. Nothing was returned for analysis.